Event description:
Mentor memory gel implants placed under the muscle on (B)(6) 2005 dr. (B)(6). I was part of the test group, never contacted by mentor. Ra diagnosis, major depressive disorder, anxiety, weight gain, floaters in eyes, dry eyes, chronic daily pain, memory loss, taste loss, numb hands and feet, sleep problems, sexual disfunction, daily migraine, joint pain, brain fog, hormone issues, hair loss, brain zaps, drug addiction due to pain issues, abnormal bleeding requiring removal of uterus, back pain, shoulder pain, neck pain, breast pain liver failure, high blood pressure, high eye pressure. I now have to self inject a disease modifying drug to try to stop my body from killing itself. I was never contacted by mentor for any follow up even though I was part of the test group. FDA safety report ID # (B)(4).